Event description:
It was reported that the patient's left knee was revised due to instability. Intra-operatively, posterior medial wear was noted on the insert. A 3x11 cs insert was revised to a 3x14 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.